Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced poor performance and open and short circuits were noted on 13 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.